Manufacturer narrative:
Device code relates to problem code for the reported event of balloon burst. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during a dilatation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon ruptured and the wire passage came out. The procedure was not completed due to this event. No patient complications have been reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.